Event description:
Information received indicates the head of the bed cannot be raised using the siderail controls or manually with the foot pedal.

Manufacturer narrative:
The technician replaced the hydraulic calve to repair the bed.